Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The armada 18 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. Although damage was noted prior to use, a 2.5 x 40 mm armada 18 balloon dilatation catheter (bdc) was used in the anatomy. Initially, the balloon expanded; however, when the pressure was increased by an indeflator, the balloon ruptured. Therefore, the device was replaced with another unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) were removed as the account was referring to the balloon not expanding under pressure when reporting that the device was damaged. Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. However, a leak was noted at the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest that the issue is lot specific. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, additional information was provided. Initially, the balloon expanded once at 14 atmospheres; however, it did not expand properly and when the pressure was increased by an indeflator, the balloon ruptured below the rated burst pressure. The device did not meet any resistance during advancement. No additional information was provided.